Event description:
It was reported that a shaft break occurred. The 90% stenosed target lesion was located in severely tortuous and moderately calcified circumflex artery. A 3.00 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the stent was failed to cross the lesion and when shaft was pushed harder it broke at 20cm from the hub. The device was removed and the procedure completed with a 3.0 x 15 balloon catheter. There were no patient complications reported.